Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer¿ plastic blood collection tubes no additives: bulk pack the caps were discovered to be missing from the tubes. The following information was provided by the initial reporter: customer reports they received a complete box without the stoppers of caps. Only tubes in the box.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer¿ plastic blood collection tubes no additives: bulk pack the caps were discovered to be missing from the tubes. The following information was provided by the initial reporter: customer reports they received a complete box without the stoppers of caps. Only tubes in the box..

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This product does not come with stoppers. Customer ordered wrong product from their distributor, therefore, this is not considered to be a reportable malfunction.